Manufacturer narrative:
Product event summary: at analysis the customer comment that the stylus and cursor did not align was confirmed and additionally the programmer failed its 25-points calibration (it failed at point 11). After the flex cable was unplugged and reconnected to the xy board the programmer could perform the 25-points calibration and the stylus and cursor stayed aligned after a couple of days even when the programmer was turned off/on and opened and closed several times. It was additionally noted that the power cord bay was broken and that the programmer came in without a stylus. The power cord bay and stylus were replaced and the stylus was calibrated to the touch screen, the hard drive was reconfigured and software was reloaded and updated. The programmer then passed its final functional and systems tests.

Event description:
It was reported that the programmer's screen was in need of calibration, that despite changing out the stylus pen the screen would not work with the pen. The programmer was returned for service. No patient complications have been reported as a result of this event.